Event description:
Upon the manufacturer's follow-up on the patient's current status, the physician's office reported that the patient was deceased. The obituary reported date of death as (B)(6) 2008. It was noted in the obituary that contributions could be made to the (B)(6). The mortuary believes that the devices likely were removed prior to the patient's final resting but that at this point they would have been discarded. No additional relevant information has been received to date.